Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a post-implant x-ray, it was noted that this right atrial (ra) lead was dislodged. The next day, an attempt was made to reposition the lead. After several attempts to reposition the lead, pacing impedance once connected to the pacemaker was determined to be greater than 3000 ohms. The lead was explanted and it was noted that there was insulation damage on the lead. A new lead was successfully placed. No additional adverse patient effects were reported.